Event description:
It was reported a patient's atrial lead presented with erratic pacing and was detecting ventricular signals due to dislodgement, confirmed via x-ray. This was addressed during a procedure on (B)(6) 2024, the physician attempted to insert the stylet into the lead during the revision but the stylet protruded through the lead body. The atrial lead was removed and replaced within the same operation. Post-procedure there were no complications.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.